Event description:
It was reported that the patient was admitted to the hospital after they presented with low flow alarms with low pulsatility index (pi). An echocardiogram was done, and while increasing the speed from 5600 to 6000 revolutions per minute (rpm), the chamber did not change its size and the atrioventricular valve did not stop opening. A chest computed tomography (CT) with contrast and x-ray were suggested, and examinations were ongoing. There was concern of an issue with the inflow or outflow of the pump. A review of the log files by technical services found low flow alarms beginning on (B)(6) 2021 at 7:00am, where the flow dropped below 2.5 liters per minute (lpm) followed by multiple strings of low flows during the remainder of the log. The trending presented in the log files may indicate an obstruction issue.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information was received that the cause of the low flows was not determined but chest CT scan was performed and the radiologist ruled out graft stenosis. On (B)(6) 2021 the patient had a hemorrhagic stroke. There were no significant changes in the level of anticoagulation that would caused the incident. The patient remained without neurological deficits. The cause of the cerebral hemorrhage was unknown. The cerebral hemorrhagic incident did not occur due to an ischemia because such an etiology was ruled out; there was no prior ischemia.

Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of the submitted log files confirmed low flow alarms. A specific cause for the reported events as well as a direct correlation to heartmate 3 left ventricular assist system (lvas), serial number (B)(6), could not conclusively be determined through this evaluation. It was reported that the patient presented with many low flow alarms. During the low flow alarms, the patient had low pulsatility index (pi) readings and low flow rates. An echo was performed while pump speed was increased from 5600 revolutions per minute (rpm) to 6000 rpm and the chamber did not change in size and the atrioventricular (av) valve did not stop opening. Per additional information from the clinical specialist, the cause of the low flow alarms was not determined. A computer tomography (CT) scan was performed, and graft stenosis was ruled out. The patient¿s flow periodically improves and reaches approximately 4 liters per minute (lpm) and does not appear to fall below 2.5 lpm due to the pump speed being set at 6700 rpm with a mean arterial pressure (map) of 90 mmhg. There will be additional echocardiography performed to assess the current lvad unloading of the left ventricle. Additionally, the patient suffered a hemorrhagic stroke on (B)(6) 2021. The patient presented without neurological defects. The cause of the hemorrhage is unknown. The patient¿s anticoagulation regimen was reduced. The submitted log files contained numerous captured events where the calculated flow was below the low flow threshold of 2.5 lpm on (B)(6) 2021, 1(B)(6) 2021, (B)(6) 2021, (B)(6) 2021 and (B)(6) 2021, resulting in 136 low flow faults and 34 low flow alarms. There were no other abnormal events captured. The pump operated at the set speed for the duration of the captured data. The pump appeared to operate as intended. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). No product is available for investigation. The heartmate 3 lvas instructions for use (IFU) and patient handbook are currently available. This IFU explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling and outlines all pump parameters. Per design, when the estimated flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. The IFU also lists stroke as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system in section 1, ¿introduction¿. Section 4 entitled ¿system monitor¿ explains that the low flow hazard alarm is triggered when pump flow is less than 2.5 lpm, the pump has stopped, the pump is not operating properly, or the driveline is disconnected from the system controller. A 10-second delay is imposed between the detection of the low flow status and the activation of the associated audio and visual indicators on the system controller. Changes in patient conditions can result in low flow, such as hypertension. Section 7 entitled ¿alarms and troubleshooting¿ explains all system alarms and the recommended actions associated with them. Section 6 entitled ¿patient care and management¿ provides information regarding anticoagulation, including recommended international normalized ratio (inr) values and the suggested anticoagulation modifications. Section 5 of the patient handbook entitled "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. The heartmate 3 patient handbook states that in the event of a low flow hazard alarm, call the hospital contact immediately for diagnosis and instructions. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The lvas kit was shipped on 18may2018. No further information was provided. The manufacturer is closing the file on this event.